Event description:
Additional information received identified the patient does not wish to move forward with any further intervention to address the issue at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report #1627487-2015-06534. It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming. X-rays taken indicated the patient's leads shifted slightly. The patient will follow up with her physician to determine any next steps that will be planned to address the issue.